Event description:
The customer reported that his olympus high definitional lcd monitor was displaying a fuzzy image then blacking out altogether during an unspecified procedure. While the initial reporter could not provide the procedure-type, he did confirm that it was completed using another monitor from one of the facility's travel carts. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The sdi-1 input connector pine was found worn out on the printed circuit board. Additionally, the keypad controller was damaged. The blue bar on the subject device was missing. There was a minor crack on the bottom right corner of the bezel. Cleaning solution stains were also found on the window screen of the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported image issues occurred because the bayonet neil-concelman (bnc) connector pins of the serial digital interface (sdi1) were worn out and needed to be replaced. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.